Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted (lot no. A56797). Additional non-serious events are detailed below. Concurrent conditions were listed as attention concentration difficulty, disorder circulatory system, heavy feeling in arms & legs, muscle spasms, memory impaired, ear pruritus, low back pain, coccyx pain, sacral pain, painful hips, pelvic pain female, pain ankle, calf pain, arthromyalgia, weight gain, sleep disturbance and chronic fatigue. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue") and asthenia ("lack of energy - feeling of being 20 years older"). Essure treatment was not changed. At the time of the report, the pelvic pain and fatigue had not resolved. The outcome of asthenia was unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue or asthenia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2022. The most recent information was received on 26-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. A56797) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic fatigue, sleep disturbance, weight gain, arthromyalgia, calf pain, pain ankle, pelvic pain female, painful hips, sacral pain, coccyx pain, low back pain, ear pruritus, memory impaired, muscle spasms, heavy feeling in arms & legs, disorder circulatory system and attention concentration difficulty. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue") and asthenia ("lack of energy - feeling of being 20 years older"). Essure treatment was not changed. At the time of the report, the pelvic pain and fatigue had not resolved and the asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, fatigue and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 91 kgs. Lot number: a56797. Manufacture date:2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.